Event description:
It was reported that while using the bd alaris pump module smartsite low sorbing infusion set 2 were leaking. Report 2 of 2. The following information was received by the initial reporter: verbatim: event 1: 1 sample leaking at point it comes through pump. Event 2: 1 sample leaking closer to patient connection. Patient injury: no.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1. Initial reporter addr 1: (B)(6).

Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. 2 used samples were received and tested by our quality team. The samples were tested by infusing saline solution and one leaked at the silicone upper portion that is inserted in pump and the other leaked at the filter air vent. The leaks verified the customer's complaints. The leak in silicone upper portion was analyzed under microscope and a small pinhole was found. The manufacturer was contacted and the hole in tubing was determined to have occurred after manufacturing with a possible root cause of improper loading technique due to this issue being seem in the past with that root cause. The filter leak set was sent to the filter supplier for further investigation. The supplier confirmed the leakage then "washed" the set with di water for an extended period before drying it. After the set was washed, the filter was tested and the leak no longer occurred. An air elimination test then failed and supplier determined that membrane integrity was ruined possibly by alcohols/ lipids or other drugs. This is the possible root cause of filter leak. The manufacturer has been made aware and are actively trying to eliminate future occurrences of this failure. A device history record review for model 11532269 lot number 23025004 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 10feb2023. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h10 manufacture narrative

Event description:
No additional information.